Event description:
Last year in 1999 rptr's dr recommended that rptr have a reduction process for enlarged prostate gland. This process, rptr was told, was new but safe. Rptr had some problems with slow urination, but no retrograde ejaculation or sexual disabilities. Rptr was concerned that the process might leave rptr with a retrograde ejaculation problem, but was assured by dr and urologix corp (email website) by email that retrograde was not a residual of the operation. With advice and assurance by both dr and MFR rptr agreed to have it done in 1999. With a relative amount of pain and discomfort rptr left hosp with a catheter inserted for approx 2 weeks. Rptr had a relative amount of bleeding, but one evening a large amount of blood clots came through penis. Rptr called the dr and was assured that there was nothing abnormal and not to worry. Rptr has been left with total retrograde ejaculation that was never a problem in past. Also, after sex, urination is most painful for at least one day or more. Unfortunately rptr "trashed" the email letter from urologix saying there were no retrograde problems with their machine. Rptr ordered the report from local FDA and it clearly states that 3.9% of blind studies had dysfunctional/retrograde sexual problems. Rptr is most uncomfortable with this present situation both physically and psychologically. The FDA told rptr that they showed no complaints regarding this process. If the aforementioned is true rptr states "please consider this the first."